Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as allegations or revisions of this component; therefore, the initial report should be voided. The event will remain reported on 1825034-2016-02612 and 1825034-2016-03406.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 20 of 20 mdrs filed for the same event (reference 0001825034-2016-02612 / 02616 & 02932 / 02934 & 02937 / 02944 & 03405 / 03408).

Event description:
Patient underwent a left knee revision approximately eleven years post implantation due to patient allegations of osteolysis and the bearing flaking; all components were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a left knee revision procedure approximately 11 years post-implantation due to osteolysis, pain, loosening and instability caused by ligament laxity.